Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿only humalog and novolog have been tested and found to be compatible for use in the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels. However, the exact value was not provided. Reportedly, the customer's bg level remained elevated regardless of how many boluses were delivered or if the basal rate was increased. The customer was using apidra insulin. A follow up with the customer confirmed that when the customer reverted to novolog insulin the pump functioned as intended.